Manufacturer narrative:
On an unknown date, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required), fallopian tube perforation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic infection (seriousness criteria medically significant and clinically significant/intervention required), device difficult to use ("removal is not easy"), pelvic pain ("intense pains on pelvicl zone"), allergy to metals ("allergy to nickel"), alopecia ("hair loss"), overweight ("overweight"), depression ("depression"), adverse event ("diverse sequelae after essure implantation"), pain ("chronic pain"), hypersensitivity ("allergic reactions") and abdominal pain ("intense pains on abdominal zone"). The patient was treated with surgery (hysterometry, removal of uterus, conservative removal techniques). Essure was withdrawn. At the time of the report, the medical device removal, fallopian tube perforation, pregnancy with contraceptive device, uterine perforation, device dislocation, genital haemorrhage, pelvic infection, device difficult to use, pelvic pain, allergy to metals, alopecia, overweight, depression, adverse event, pain, hypersensitivity and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered medical device removal, fallopian tube perforation, pregnancy with contraceptive device, uterine perforation, device dislocation, genital haemorrhage, pelvic infection, device difficult to use, pelvic pain, allergy to metals, alopecia, overweight, depression, adverse event, pain, hypersensitivity and abdominal pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2017: quality safety evaluation of ptc. Company causality comment: this is a spontaneous medically confirmed case report referring to an unspecified number of patients. Physician mentioned that in some patients essure is associated with relatively severe problems that oblige removal, but hysterometry or the complete removal of the uterus not indicated in the majority of cases (seen as medical device removal). The patients also experienced fallopian tubes perforation, pregnancies due to device malfunction / unintended pregnancy, device perforation, device migration, irregular bleeding (seen as genital bleeding) and infections (seen as pelvic infection). These events are considered anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. The exact date and mechanism of fallopian tube perforation, device perforation and device migration are not known. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. As device removal was required, this case was regarded as incident. A product technical analysis is being sought.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("in some patients essure is associated with relatively severe problems that oblige removal, but hysterometry or the complete removal of the uterus not indicated in the majority of cases") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (serious criteria medically significant and clinically significant/intervention required) and device difficult to use ("removal is not easy"). The patient was treated with surgery (hysterometry, removal of uterus, conservative removal techniques). Essure was withdrawn. At the time of the report, the medical device removal and device difficult to use outcome was unknown. The reporter considered medical device removal and device difficult to use to be related to essure. Company causality comment: this is a spontaneous medically confirmed case report referring to an unspecified number of patients. Physician mentioned that in some patients essure is associated with relatively severe problems that oblige removal, but hysterometry or the complete removal of the uterus not indicated in the majority of cases. This event, seen as medical device removal, is considered serious due to medical significance and is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case, a search in the database was performed on 09-mar-2017 for the following meddra preferred terms: 1. Medical device removal. The analysis in the global safety database revealed (B)(4) cases. 2. Fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. 3. Uterine perforation. The analysis in the global safety database revealed (B)(4) cases. 4. Device dislocation. The analysis in the global safety database revealed (B)(4) cases. 5. Pelvic infection. The analysis in the global safety database revealed (B)(4) cases. 6. Pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: update of quality-safety evaluation of ptc received. Company causality comment: this is a spontaneous physician report referring to an unspecified number of patients who had essure (fallopian tube occlusion insert) inserted. The physician reported that in some patients essure is associated with relatively severe problems that oblige removal, but hysterometry or the complete removal of the uterus not indicated in the majority of cases (seen as medical device removal), as well as fallopian tube perforation, pregnancies due to device malfunction / unintended pregnancy, device perforation, device migration, irregular bleeding (seen as genital bleeding) and infections (seen as pelvic infection). These events, considered serious due to medical significance, are anticipated in the reference safety information of essure. In the present case, no details were provided in terms of individual cases and exact reasons for device removal. Despite the lack of details for a comprehensive causality assessment, due to the nature of the events a causal role of essure cannot be excluded (related). Non-serious events were reported in addition. This case was classified as incident because of device removal. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.